Event description:
It was noted at a device changeout procedure on (B)(6) 2012 that known rv with impedance > 2000 ohms. The physician was dr. (B)(6) at (B)(6). Lead remains in service. Lead was implanted (B)(6) 2005. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).